Event description:
It was reported that the lead connector was bent during implant. The lead was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Visual inspection noted no anomalous conditions in shape or structure of the lead body. The connector pin was bent, prior to implant. The electrical characteristics of the lead were found to be within product specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).